Manufacturer narrative:
The report of unspecified helix rotation issues was confirmed. Final analysis found that as received, a complete lead was returned in one piece. Upon visual inspection, the lead found the retracted helix clogged with blood. No shorting was noted when a short test was conducted for shorts between conductors while manipulating and stretching the lead. Upon x-ray examination, there were no anomalies or distortion of the helix found that would have contributed to the helix mechanism issue reported in the field. However, an over-torqued inner coil was noted at the connector region. The cause of the reported event was due to the helix being clogged with blood at the helix region and an over-torqued inner coil at the connector region.

Event description:
It was reported that the patient presented for a single-chamber pacemaker implantation on (B)(6) 2023. During the procedure, it was noted that the helix of the right ventricular (rv) lead was not working properly. The physician tried to rotate it several times but failed. The lead was not used and was replaced. The surgery was completed successfully, and the patient was in stable condition.